Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers gd892950 and no exceptions were observed that were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and a stroke in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following information was reported. On an unreported date, the patient had a stroke. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment rendered was not reported. At the time of this report, the patient was recovering from the peritonitis. It was unknown if the patient recovered from the stroke. An opinion of causality was not reported for the event of peritonitis.